Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It was reported that during a case on (B)(6) 2025, there was an e02 error code "mother board failure" on the display of this unidrive unit. The surgeon could not complete the procedure thus the surgery had to be cancelled. Additional information was later received that the handpiece was the problem. A new handpiece was used and the problem was solved. There was no malfunction with this unidrive unit. Cross reference MDR (on the failed handpiece): 9610617-2025-00858.